Event description:
In (B)(6) 2008 had left hip resurfaced with cormet 2000 (stryker). Hip began snapping (pain) and developed terrible rash over many areas of body. (B)(6) 2013 had hip revised. Surgeon indicated that "resurfacing unit had done significant damage to the neck of the femur -- neck was too destroyed by resurfacing unit to go any further with mini hip." Within days of the removal of the cormet 2000 the rash began to disappear after more than two years on skin. All recipients of this hip should be alerted to the potential problem and to consider revision before the leaching of metals (chromium and cobalt) for this metal-on-metal hip compromises to success of revision surgery (too much loss of bone or tissue). This resurfacing devices should be recalled by the FDA and timely notification provided to all recipients.